Manufacturer narrative:
Results: the jet7 was found to be ovalized approximately 125.5 cm from the hub and damaged at approximately 128.5 ¿ 130.0 cm from the hub. The distal tip of the jet7 was kinked. The total length of the device is approximately 132.0cm. Conclusions: evaluation of the returned jet7 confirmed a kinked distal tip and damage on the distal portion of the catheter. It was reported that the damage occurred while retracting a non-penumbra stent retriever through the jet7 while on the back table. The damage on the distal tip of the jet7 indicates that the stent retriever likely became caught on the distal tip during retraction, and subsequent forceful retraction of the stent retriever caused the jet7 to become damaged. If a stent retriever is forcefully retracted against resistance, internal damage to the jet7 may also occur. The non-penumbra stent retriever was not returned; therefore, the cause of the stent retriever being caught on the distal tip of the jet7 was unable to be determined. The cause of the internal catheter damage was determined to be due to forcefully retracting the stent retriever against resistance through the jet7. The ovalization on the jet7 was proximal to the observed damages, and therefore is likely incidental to the reported complaint. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 MFR report and are being corrected on this follow-up #02 MFR report. Method code 2. Additional narrative and/or corrected data. Results: the jet7 was found to be ovalized approximately 125.5 cm from the hub and damaged at approximately 128.5 ¿ 130.0 cm from the hub. The distal tip of the jet7 was kinked. The total length of the device is approximately 132.0cm. Conclusions: evaluation of the returned jet7 confirmed a kinked distal tip and damage on the distal portion of the catheter. It was reported that the damage occurred while retracting a non-penumbra stent retriever through the jet7 while on the back table. The damage on the distal tip of the jet7 indicates that the stent retriever likely became caught on the distal tip during retraction, and subsequent forceful retraction of the stent retriever caused the jet7 to become damaged. If a stent retriever is forcefully retracted against resistance, internal damage to the jet7 may also occur. The non-penumbra stent retriever was not returned; therefore, the cause of the stent retriever being caught on the distal tip of the jet7 was unable to be determined. The cause of the internal catheter damage was determined to be due to forcefully retracting the stent retriever against resistance through the jet7. The ovalization on the jet7 was proximal to the observed damages, and therefore is likely incidental to the reported complaint. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, after making a successful pass in the target vessel using a penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra stent retriever, a neuron max 6f 088 long sheath (neuron max) and, a velocity delivery microcatheter (velocity), the physician removed the jet7 containing the stent retriever to flush with saline on the back table. However, while removing the stent retriever, the distal tip of the jet7 became kinked. The procedure was completed using a new jet7 with the same neuron max, velocity and stent retriever. There was no report of an adverse effect to the patient.